Event description:
It was reported by service report that the unit is missing the motion interrupt pan, won't raise at head end and siderail's are hard to tuck in and pull out, blurry scale display. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motion interrupt pan.